Event description:
Pt came to emergency dept because the pt had pulled out jejunostomy tube and it needed to be replaced. The ed physician spoke with pt's physician. The pt's physician asked that the radiologist replace the j-tube and also remove the port-a-cath at the same time. The port-a-cath was not being used and had actually broken off.